Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, the device could not fire. The firing was completed with another stapler. There was no patient injury.